Event description:
Study event. Device malfunction: none. Symptoms/ae: confusion and disorientation. Time of symptoms/ae: after the procedure in 2006. It was reported that after the carotid stenting procedure of the left internal carotid (lic) the patient experienced confusion and disorientation. The patient reportedly answered some questions and was able to move their eyes, legs and arms when instructed; however, did not know their location or their date of birth. The physician felt the event was attributed to medication given to the patient the night before for sleep or the atropine given during the procedure. A neuro exam will be conducted for the routine 24-hour post procedure exam. Additional information received indicates the patient experienced neuro changes post-procedure that included right face and arm weakness, confusion, aphasia and not following simple verbal commands. Not felt to be device related and 2 head CT scans at 24-hours post procedure show no evidence of new hemorrhagic events; however, the event has resulted in prolonged hospitalization with improved condition. The patient was discharged to home eight days later. No additional information was available.